Event description:
Asku

Event description:
It was reported that during an implant attempt, the right ventricular lead could not be positioned because the helix had stretched to be straight in shape. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that the inner tubing was kinked/buckled and the lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.